Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the intermittent/bad image occurred due to a cracked plug unit/video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had too dark of a picture and the bladder was not visible. It was noted that the procedure was delayed and it was completed with another device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that poor communication has occurred due to a crack on the video jacket causing the image to be too dark to see in the urinary bladder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.